Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a vuelink monitoring unit was being used with an e360 ventilator and a communication error message was generated. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was connected to the device when the incident occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.